Event description:
It was reported that a patient experienced a break in aseptic technique resulting in peritonitis coincident with peritoneal dialysis (pd) therapy. Details related to the breach in aseptic technique were not reported. The patient was not hospitalized for the event. On an unreported date, the patient was treated with an injection vancotroy (2g, stat, intraperitoneally) and gentamycin (20mg, intraperitoneally, once daily, for 21 days) for peritonitis. On unreported date, the patient's fluid was clear. It was not reported if pd therapy was ongoing. At the time of this report, the patient was recovered from the event. Additional information was not available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.